Manufacturer narrative:
The customer has been contacted for additional information; however, no further information has been received. The company representative examined the system and replaced a xenon lamp. The system was then tested and met all product specifications. The system was manufactured on march 19, 2012. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a xenon lamp. However, determining if the xenon lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare worker reported that the system illuminator was not working. Additional information has been requested.